Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure on (B)(6) 2018. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure on (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by customer that they noticed a hair, which is most likely an eyelash embedded in the lens optic of model pcb00 tecnis monofocal iol (intraocular lens) after implanting it into patient's eye. There was no patient issue as lens removed and replaced during the same procedure. Patient outcome is normal; and visual acuity pre and post operative as expected. It was also noted that there was a two (2) minute delay in procedure, but there was no incision enlargement, no sutures, and no vitrectomy required. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/05/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received in its original box, inside the opened pouch at the manufacturing site for investigation. Visual inspection using magnification was performed. There was no foreign material such as eyelash, hair or embedded particles observed into the pouch. A blue foam swabs stick was also returned into the pouch. The lens from the preloaded system was observed broken and out of the device. One lens haptic, including part of the optic edge was observed detached. Part of the optic section was not returned. The detached haptic piece was returned and observed adhered to the lens optic. There was no foreign material such as eyelash, hair or embedded particles observed in the lens optic. Only residues of viscoelastic were detected. The foreign material in question was not found. The reported issue could not be verified. No product deficiency was identified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaint history revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.